Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the lock is loose and has rotational and lateral movement while in the locked position. Upon disassembly, it was noticed that there is a residue build up in the lock. To resolve the issues, new components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved during an unspecified procedure. It was in the locked position and the 2 prong portion moved. No patient injury occurred and information on surgical delay is unknown. Additional information has been requested.